Event description:
Customer reported two incidents of blood leaks with CT-190g dialyzers (a02d18x). It was reported that the two incidents occurred in 3/03 at the start of treatment. No pt injury or medical intervention was reported. No other info about these incidents is available.